Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached from the mesh leg assembly, inside the patient. The physician retrieved the needle. No further information about this event or patient has been forthcoming.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached from the mesh leg assembly, inside the patient. The physician retrieved the needle. No further information about this event or patient has been forthcoming.

Manufacturer narrative:
Visual analysis of the returned pinnacle posterior pfr kit showed that one needle was missing and the other needle was detached from the suture lead which confirms the complaint. Visual analysis of the open access capio suturing device showed that the handle had two small cracks. Mechanical tests of the open access capio suturing device showed that it operated smoothly and freely. The probable root cause for the needle detaching was determined to be design. The probable root cause for the cracked open access capio handle could not be determined. Correction: the product code was incorrectly entered as (B)(4). The correct product code is (B)(4).

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.